Event description:
Patient reported right side deflation. Healthcare professional confirmed right side deflation. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed, one opening on posterior side assessed as fold flaw opening. Additional observations: ¿ wear abrasion is observed. ¿ yellow particles in device inner surface are observed. ¿ creases are observed. No further actions are required as the device was implanted.

Event description:
Patient reported right side deflation. Healthcare professional confirmed right side deflation. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. DHR trend summary: review of all complaints of (B)(4) - fluid/blood leak for the period of (B)(6) 2021 through (B)(6) 2023 related with date opened and found no adverse trend in the event rate with respect to the reported event. Considering that there is not an adverse trend for this type of event no additional actions are deemed required at this time. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device deflation.